Event description:
It was reported that during a breast biopsy procedure, the marker did not deploy properly and while the physician was trying to correct it the tip sheared off into the pt's breast. The tip remains inside the pt. The radiologist did not plan to advise that the tip be removed. There is no pt consequence at this time.

Manufacturer narrative:
A biocompatibility letter was sent as requested by the user. The device was discarded and will not be returned for analysis, which precluded a full investigation and analysis of the root cause. Therefore, the events as described in the complaint could not be duplicated. No conclusion could be reached as to what caused the reported event. However, inadequate alignment of the marker introducer tube to the needle aperture may prevent successful deployment and possible tip shear.